Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site leading to skin necrosis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The implant is scheduled for removal due to a severe infection in the implant area, which has not responded to treatment. The skin over the device no longer intact with skin necrosis. The user was explanted on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant is scheduled for removal due to a severe infection in the implant area, which has not responded to treatment. The user will be explanted on (B)(6) 2025.